Event description:
Reportedly, the programmer only displays a white screen with the ¿sorin group¿ logo, and itr does not turn off.

Manufacturer narrative:
Preliminary testing of the returned unit identified that upon modification of the bios setup to boot on usb tool, the programmer worked correctly, and it is now impossible to reproduce the error.

Event description:
Reportedly, the programmer only displays a white screen with the ¿sorin group¿ logo, and it does not turn off.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the programmer only displays a white screen with the ¿sorin group¿ logo, and it does not turn off.